Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
User facility reported during a d-rotational osteotomy procedure, the electric pen drive was running in the locked position and not running when in the forward position. It was reported the procedure was delayed by approximately 10 minutes while another e-pen could be set up. Procedure was completed using a different device with no further problem, no harm to patient was reported.